Manufacturer narrative:
Findings: pump passed displacement test, rewind, basic occlusion and prime tests. Unit was received with stuck in motor error alarm loop during bolus/basal delivery and motor position encoder error alarm confirmed in alarm history. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform occlusion test or no delivery test due to motor error alarm. Unit had cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose was unknown mg/dl. The customer doesn't think their pump had to do with it. The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose was unknown mg/dl. The customer reported the drive support cap appears normal. The customer stated that the device was not exposed to high magnetic field. The customer report motor position encoder error alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer also stated that she received a no delivery alarm.